Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired resolute onyx rx coronary des was implanted in a mildly tortuous and moderately calcified lesion in the mid diagonal branch with 70% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. There were no further issues apart from the implantation of the expired device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.